Event description:
It was reported by the customer that her insulin pump was alarming no delivery. Blood glucose level was 600 mg/dl at time of reporting. While troubleshooting the insulin pump alarm, customer stated that insulin did not exit tubing during the fixed prime test. Next, customer was asked to attach reservoir to the infusion set and manually push insulin through tubing. Customer states insulin does not exit. Customer disconnected phone call before troubleshooting could continue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.